Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on 2018(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined on (B)(6) 2017 and it was noted the pump was leaning on its side; may have come loose at one of the tendering points. It was also noted there was soreness around the pump. The patient was examined again on (B)(6) 2017 and the patient had extreme difficulty filling the pump, the pump was poking sideways out of the right lower quadrant, and the pump was moveable and able to be flipped. At an examination on (B)(6) 2017 it was noted the pump was free-floating in the patient's belly, when the patient bent forward the pump flips, the pump goes from outer lateral aspect to midline, and the pump feels like it was attached at one point of attachment. The device diagnosis was pump inversion and the clinical diagnosis was pain around pocket. No actions were taken and the issue was noted as ongoing. (B)(6) 2017 psr update x3, e1 (sdy,hcp): additional information received from a healthcare provider via a clinical study reported the event was related to the device or therapy and unlikely related to the implant procedure. It was noted the patient was receiving dilaudid at a concentration of 20.0 mg/ml and a dose of 3.001 mg/day. The patient's baseline weight was noted as (B)(6). The cause of the pump flip/tilted was noted as "may have come loose at one of the tendering point." The site indicated no actions were taken and the issue was ongoing as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated upon examination on 2017-oct-10 the pump continued to flip, and at this time the hcp does not recommend a pump revision. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the patient reported they felt like the pump has flipped and requested pocket revision on (B)(6)2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient's pump pocket was revised on (B)(6)2018.